Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s daughter reported customer¿s adc freestyle libre sensor displayed an error and a ¿replace sensor¿ message. It was further reported that on an unspecified date customer experienced ¿sweating, vomiting, confusion and feeling cold¿ so caller provided customer with oral glucose and called the paramedics. Upon arrival, the paramedics treated the customer with an unspecified cortisone. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s daughter reported customer¿s adc freestyle libre sensor displayed an error and a ¿replace sensor¿ message. It was further reported that on an unspecified date customer experienced ¿sweating, vomiting, confusion and feeling cold¿ so caller provided customer with oral glucose and called the paramedics. Upon arrival, the paramedics treated the customer with an unspecified cortisone. No additional treatment was required. There was no report of death or permanent injury associated with this event.